Manufacturer narrative:
The fse evaluated the device at the customer's site and determined that there was no fault with the device. After the operational check was performed, the device was returned to full functionality.

Event description:
Philips received a complaint on the efficia dfm100 device indicating that the device is beeping. The alleged failure was observed while the device was in clinical use, however, no adverse patient impact was reported by the customer. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.